Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured in august 2021. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyethylene lined tubing set had restricted flow. The flow restriction was observed at the roller component. This occurred prior to patient use. There was no patient involvement. No additional information is available.